Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 399.18; synthes lot: a7na07; release to warehouse date: week 7, 2004; manufacture site: tuttlingen; part expiration date: n/a; list of nonconformances: n/a. The device history record (DHR) is no longer available due to the age of the instrument (over 14 years old). Photograph review: the photograph was reviewed and shows deformation at the distal end of the device. Flow: damage: visual (appearance not as expected) visual inspection: the returned device was examined and was found to have significant deformation/witness marks on the distal end of the device; the device was not found to be broken. The observed damage is consistent with the reported complaint condition. As such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a bone lever was found in medical device reprocessing department with broken tag. There was a clear etching or damage presume to be from another instrument or drill. There were no patient and procedure involvement. This report is for one (1) small hohmann retractor 6mm short narrow tip 160mm. This is report 1 of 1 for complaint (B)(4).